Event description:
It was reported that the metal piece that allows the tubing to connect to the regulator broke off.

Manufacturer narrative:
It was reported that the metal piece that allows the tubing to connect to the regulator broke off. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.